Manufacturer narrative:
D4 - catalog #: provided # 8351, 8352, 8353, 8354, 8355, 8356, 8357, 8358. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient developed hyperemia and phlebitis in the left upper limb. The type of procedure was indicated as treatment and the event occurred in the facility inpatient-ward unit. There was no reported harm.